Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and the distal conductor was extrinsically distorted due to kinking/buckling. The distal low voltage electrode of the lead was covered in blood. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the attempted left ventricular (lv) lead was not implanted due to placement difficulty and that the lobes could not be safely or stably deployed. The lead was removed and a different lead was implanted. No patient complications have been reported as a result of this event.